Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose results were 157 compared to the labs 137 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further info has been reported.